Event description:
It was reported the device was used during a hemicolectomy (right) procedure. It was reported by the affiliate that the staples came out but did not form. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: anvil pocket condition, good; cartridge batch number, k4663z; cartridge condition, good; cartridge positioned properly, yes; closure trigger poisition, closed; driver condition, good; firing trigger position, open; handle shroud condition, good; hook/anvil condition, good; proper cartridge, yes; retaining pin arm condition, good; retaining pin condition, good and staples present, no. Functional tests & results: cartridge lockout functional, yes; cartridge rear cap present, yes; closure stroke functional, yes; firing trigger lockout functional, yes; instrument cycled, yes; proper cartridge guide, yes; release button condition, good; staples fire properly, yes; staples form properly, yes; test cartridge batch number, k47h1y and trigger release condition, good. Analysis conclusion: based upon the inquiry info received and the visual and the functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed with no difficulties noted. There were no anomalies noted with the formation of the staples. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident.